Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. The customer had symptoms such as nausea and vomiting. Customer treated with manual injection customer's blood glucose value was 366 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles, site or insulin issues, and if device settings were correct. Customer also reported that the insulin pump had a keypad anomaly and the buttons were hard to push. Keypad anomaly troubleshooting was performed and confirmed that the time was advancing. Customer also reported that she was hospitalized due to migraine and it was non-diabetes related. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is being replaced and expected to return for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. However intermittent buttons response noted during testing due to flattened dome switch on the esc and act buttons. The lcd connector was inspected and no anomaly was noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.